Manufacturer narrative:
On (B)(6) 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: cat ;dwb960 aequalis reversed cemented metaphysis 36mm serial # (B)(4). Cat ;dwb995 aequalis reversed lateralized humeral insert 36x12mm serial # (B)(4). Cat ;dwd182 aequalis reversed 25mm glenoid sphere 2mm eccentric 36mm serial # (B)(4). Cat ;dwd170 aequalis reversed 25mm baseplate; 15mm standard post serial # (B)(4). Cat ;vdv118 aequalis reversed compression screw 4.5x18mm serial # (B)(4). Cat ;vdv126 aequalis reversed compression screw 4.5x26mm serial # (B)(4). Cat ;dwd120 aequalis reversed multidirectional locking screw d4,5mmxl20mm serial # (B)(4). Cat ;dwd132 aequalis reversed multidirectional locking screw d4,5mmxl32mm serial # (B)(4). Cat ;ebo101 cement restrictor ø24mm serial # (B)(4). A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. Infection can be related to several reasons: a previous surgery, a sub-acromial dead space, a poor sterile technique, more fragile patients or younger male patients who have a greater risk. After checking the sterile md release sheets of the complaint parts, no issue has been reported. All concerned results were compliant. No other complaint has been reported since today regarding infections with parts of the same lots implanted and regarding the traceability history of the lots. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
All the implants were removed due to infection and the implant site was filled with a cement containing antibiotics. The patient is receiving conservative treatment. No x-ray images were available. Insertion site: to be provided. Comments from dr. :the infection has nothing to do with the device.